Event description:
New information received notes that the reported lead was capped due to noise oversensing.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the patient's right ventricular lead exhibited noise. The reported lead was capped and replaced on 14 dec 2021. The patient was discharged from hospital.